Event description:
The sales representative reported on behalf of the customer that the 2001m adult/child=10kg radiotrans electrd,physiocontrolquikcombodevice was being used on an unknown date during a hemodynamics procedure when it was reported ¿burn occurs immediately after the first shock.¿. Further assessment found that the patient experienced a 1st degree burn and it was treated with trolamine located on the anterior chest. The procedure was completed and there was no report of surgical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 02jun26 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.